Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenotic and calcified lesion was located in the proximal to mid segment of the left anterior descending artery (lad). The 2.5 x 12mm apex balloon catheter was advanced to the lesion and reported to have ruptured upon the first inflation at 8 atm's. The procedure was completed with another of the same device. No pt injury or complications were reported. The patient's condition was reported as "good". This device is only ous approved but is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar compliant trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.